Event description:
It was reported that the patient was experiencing increased pain. Before the pump was implanted, the patient had pain in his legs from his thighs all the way down to his calves. After the pump implant, the pain had subsided, thus the patient had been moving more and had been more active; doing things that he had not normally done before. Then his thighs and calves were hurting like they did before the pump was implanted. The patient also felt the pump was vibrating. The patient noted having intentionally lost a lot of weight, thus they were concerned that there were "loose wires laying in there", and questioned if that was the reason for therapy being "not so effective" and for the pump vibrating. The patient also felt the pump was moving and he did not know if it was due to the weight loss and the pump "started to sink more in" the week prior to the date of this report. The patient's health care provider (hcp) suggested the patient go to the emergency room if the pain was getting worse. The patient had an upcoming appointment for a refill. The pump was being used to deliver prialt. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional follow-up indicated that the patient was seen by their healthcare provider on (B)(6) 2013 for a routine pump refill. Per clinical notes from that visit patient had mentioned vibration but no issues were found at all. "Everything was working as it should".

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter: product ID 8835, serial# (B)(4), implanted: (B)(6) 2013. Product type: programmer, patient: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).